Event description:
A surgeon reports having six to eight patients that have developed corneal opacity and edema which seems to occur after injection of the viscoelastic and while making the capsulorhexis during intraocular lens (iol) implant surgery. The corneal opacity has resulted in visualization difficulty during the procedure which leads to intraoperative complications resulting in posterior capsular rupture. All patients have required anterior vitrectomies intraoperatively. Two of the patients were referred to a surgical retinal specialist and required pars plana vitrectomies due to cataract fragments falling posteriorly. These two patients have done well in the postoperative period. One of the patient's has been left aphakic and will have an iol implanted at a later date. No patient identifiers have been provided and cause of event is unknown. Additional information has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number, or any identification traceable to the manufacturing documentation. Additional information was requested on 05/27/2009, 06/23/2009 and 06/24/2009 by mail, fax, and phone. A completed questionnaire has not been received. (Unk (for use when the device problem is not known). This report was mailed to FDA on: 06/26/2009.